Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint number - cmp-(B)(4). Medical products - unknown lps flex e precoat, unknown 4 stemmed tibia, and unknown patella. This event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a revision procedure due to instability, stiffness, and unable to fully extend the knee. The articular surface, femoral and tibial implants were removed and replaced. The patient's tibia was recut and rotation of the component was changed and downsized. The patient's femur was recut distally. Additional information on the reported event is unavailable. No additional patient consequences were reported.